Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The battery longevity projection had fallen from 4 years to end of life (eol) in one year. The device data was reviewed by boston scientific technical services (ts). A review of the data noted that the device was not properly detecting the loss of battery energy and recommended device replacement within 62 days. Subsequently this crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. This device is has returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The battery longevity projection had fallen from 4 years to end of life (eol) in one year. The device data was reviewed by boston scientific technical services (ts). A review of the data noted that the device was not properly detecting the loss of battery energy and recommended device replacement within 62 days. Subsequently this crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. This device is has returned and analysis is expected.